Event description:
It was reported that the atrial lead dislodged shortly after implant. The patient had refused a revision at that time so the device was reprogrammed to vdd. Later, the atrium needed pacing so the patient agreed to a revision, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2011. (B)(4).